Event description:
It was reported that insulin was "squirting" out during the insulin pump's manual prime process. The blood glucose reading was 127 mg/dl. The customer stated that the infusion set would not stop filling the tubing after the act button had been released. No alarms were found. The customer stated that she was unable to exit the rewind process. She was advised that there may have been a possible occurrence of temporary vent blockage. The customer advised that the issue was resolved by an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.